Manufacturer narrative:
This report is submitted on november 28, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced bilateral post-operative medical complications, with pain, swelling and seepage from the pe tubes. Subsequently, the patient remained hospitalized for an additional two days post operatively.